Event description:
The light was moved into position by a nurse prior to an operation when the light head came free. The hosp did not report any injuries.

Manufacturer narrative:
One maquet rep visited the hosp, and evaluated the device. The screw retaining the safety ring was missing. The retaining segment and safety ring were not in place. Consequently, the segment had become loose, allowing the light head to fall. The tech repaired the device and verified the other units in the hosp. Several screws were found loose. The root cause for the loose screws can not be determined at this time. Maquet s.a provides product failure investigation, analysis and resolution for the device described in this report.